Event description:
Biomed reported an underinfusion. Nurse leader reported that the intended programming was for 1000 mls of normal saline to be infused in 2 hours. One hundred mls was left in the bag after 2 hours. Biomed tested the device and found it within spec. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.